Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the device was attached to the handle, the firing knobs were not fully retracted and the instrument was loaded and clamped but would not cycle due to sheared firing rack teeth damage. It was reported that the device did not fire and gave unexpected or uncharacteristic audible feedback of normal use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws or attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. It was also reported that the jaws of the device remain closed on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); egia45amt, egia45amt egia 45 artic med thick sulu (lot#unknown); sigtrs60amt, tri 2.0 sigtrs60amt 60 med thk 12mm (lot#unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was engaged with the listed reload. The firing knobs were slightly advanced and the articulation lever was in neutral position. Functionally, the firing knobs were fully retracted and the reload jaws were opened. The listed reload was unloaded from the instrument without difficulty. The instrument was successfully loaded with an reload. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack at site of initial firing post clamp up. It was reported that the device did not fire, and the device gave unexpected audible feedback of normal use. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the jaws of the device remain closed on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: egia45avm, egia45avm egia 45 artic vasc med sulu (lot#unknown); egia45ctavm, egia45ctavm egia45 curved vas med sulu (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastric bypass roux-en-y, the surgeon tried to the last one to perform the jejuno jejunostomy but it was impossible to fire it. The surgeon was able to press the green button but unable to squeeze the handle. The surgeon squeezed the handle many times with all the previous reloads without troubles until the last one squeeze where the surgeon could not do it. Finally, a sound like something broke was heard. After this sound, the was were unable to be opened. The surgeon tried it and pulled the instrument out then removed it from the patient. Replaced the product to other company's product to complete the case. Some damages due to excessive handle of the tissue was noted. It was noted that the patient is doing well.